Event description:
As reported by distributor, a hospital in a foreign country using the squeeze contrast controller, had indicated that, "the little green floating ball, which is situated in the drip chamber to prevent air passage, doesn't always get down when the solution in the drip chamber has gone through. Due to this, air gets into the system." The sample has been disposed of at the hospital. There have been no injections of air or patient injuries.

Manufacturer narrative:
Although it has been indicated that the device from the reported event has been disposed of at the hospital, an investigation will be conducted. Upon completion of the investigation, a follow-up medwatch will be submitted.